Event description:
Customer reported to beckman coulter, inc. (Bec) that the differential and nucleated red blood cell (nrbc) chamber were not draining on the unicel dxh 800 coulter cellular analysis system. Customer reported that probably coring was blocking the drain port. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vc350 (main vacuum chamber) was plugged at port 7, causing the differential and nrbc chambers to not drain. The plug also resulted in pressure buildup in chamber vc115 (complete blood count waste chamber) which prevented vc199 (vent chamber) from draining. Pressure introduced into port 1 of vc199 caused fluid to spray out of the open ports, damaging the complete blood count (cbc) waste interface board, further causing damage to the cable and solenoid expansion board 2. The fse cleared the obstruction and replaced the cbc waste board, cable, and solenoid expansion board 2.

Manufacturer narrative:
Evaluation results: vacuum chamber. Bec identifier for this complaint is (B)(4).